Event description:
Mandatory medwatch received from the customer reporting an overdelivery of heparin while the pump was in use. The report states, "pt admitted with atrial fib. Heparin bolus ordered for 1500 unit. Pt received bolus of 15000 units ptt went to 116. Extended hospitalization of one day. Bolus given off pump." The customer was contacted for further info. It was reported that the overdelivery was the result of a operator error in programming the device. The pump was programmed to deliver an unspecified concentration of heparin at an unspecified rate. The pt reportedly received 15000 units of heparin instead of the instead 1500 units. There were no reported adverse pt sequelae. Multiple unsuccessful attempts have been made to obtain add'l info.